Manufacturer narrative:
The patients pod was returned and the inspection of the returned device found no issues that would contribute to the reported thermal even at or around the infusion site. No damages or defects were noted to the adhesive pad, bottom housing, and fluid path components. The exact cause of the reported skin irritation could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 2 and 5 hours they had experienced a burn at the pod infusion site (abdomen), from the pods adhesive. In addition the patient reports having irritation as well as redness at the pod infusion site. The patient reports using baby oil as sun protection while in the sun. The patient reports the pod adhesive was difficult to remove. The patient reports they cleaned the pod infusion site with soap and water and it is now healing.